Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may have been due to disassembly. However, the reported disassembly could not be confirmed. Potential contributions of user and patient-related considerations to the event, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the disassembly of the humeral liner cannot be confirmed from the reported information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.